Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, operator used subject guidewire to build access. Resistance was encountered during delivery of subject guidewire, so operator withdrew it to re-shape. When removed, the tip of subject guidewire was found fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
B1 adverse event/product problem - corrected from product problem to no product problem. B5 executive summary - updated. H1 type of reportable event - corrected from malfunction to no malfunction. F10/h6 device code grid - updated. H6 conclusion code grid ¿ updated. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, operator used subject guidewire to build access. Resistance was encountered during delivery of subject guidewire, so operator withdrew it to re-shape. When removed, the tip of subject guidewire was found fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received on 08-nov-2023 clarified that the tip of the subject guidewire was fractured during preparation outside the patient. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Based on the information, this event no longer meets reporting criteria.

Event description:
It was reported that during a middle cerebral artery (mca) bifurcation aneurysm case, operator used subject guidewire to build access. Resistance was encountered during delivery of subject guidewire, so operator withdrew it to re-shape. When removed, the tip of subject guidewire was found fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information received on 08-nov-2023 clarified that the tip of the subject guidewire was fractured during preparation outside the patient. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Based on the information, this event no longer meets reporting criteria.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k032146 to k002907 in accordance with the global unique device identification database (gudid). The manufacturer name and expiration date have been added to the report.